Event description:
(B)(4) study. Same case as MDR ID#: 2134265-2014-06111. It was reported that following a coronary artery stenting treatment procedure, the patient expired. In (B)(6) 2011, the patient presented with symptoms of silent ischemia and was referred for cardiac catheterization. The 1st target lesion was a bifurcated de novo lesion located in the proximal left anterior descending artery (prox lad) with 80% stenosis and was 15mm long with a reference vessel diameter of 3mm. The target lesion was treated with pre-dilation and placement of a 3.00x20mm taxus element stent, with 0% residual stenosis following post-dilation. The 2nd target lesion was a bifurcated de novo lesion located in the 1st diagonal branch (dx1) with 60% stenosis and was 10mm long with a reference vessel diameter of 3mm. The target lesion was treated with pre-dilation and placement of a 3.00x16mm taxus element stent, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and clopidogrel. On an unknown date in (B)(6) 2014, the site reported that the patient died. The cause of death was unknown. No additional information is available at this time.

Manufacturer narrative:
Date of birth: 1946. Death date & event date: (B)(6) 2014. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The cause of the reported difficulties could not be determined. (B)(4).